Manufacturer narrative:
The insulin pump was received with intermittent button/keypad response due to moisture damage on button/keypad trace. No battery out of limit anomaly noted.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was unknown. The customer stated that some of the buttons are not working. The customer stated that there was no alarm in process during the time the buttons were unresponsive. The product was returned for analysis.